Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a delay in the wake button responding to presses. Additionally, it was reported that the touchscreen was unresponsive. During troubleshooting, the pump performed as intended. Customer's blood glucose level was 197 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.